Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Ultrasound has been performed. Device has been explanted and replaced with a non-allergan device . This relates to the left side.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture the left device and capsular contracture (baker grade iii). Photo evaluation: visual analysis of the photographs identified: (through the photos provided, it is not possible to determine the lot number and catalog) observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician reported, implant rupture. And capsular contracture, baker grade iii. Ultrasound has been performed. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening shell assessed, as to unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Crease/folding of implant: unable to confirm, as it is a medical event. Not related to the device. Additional observations: no other observations observed. No further actions are required, as the device was implanted.